Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin power alarmed motor error during fill tubing. Troubleshooting was done. Customer's blood glucose was 80 mg/dl. Current blood glucose was 140 mg/dl. Advised customer the insulin pump was to be replaced. Advised to discontinue using the pump and revert to a back-up plan per hlth care provider. No further info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.